Event description:
The user and his family heard a loud noise. When they checked the audio processor, they noticed that the battery had burst open. The user did not have any injuries or pain. The concerned 675 zinc air battery (power one implant plus batteries) was reportedly provided with the device and was not expired (per packaging expiration date is november 2022, lot 5418). No audio processor deficiency was alleged. Per additionally received information, neither the device nor the batteries were exposed to a particularly warm or damp environment, and the event occurred whilst normally using the device for a few hours.

Manufacturer narrative:
Conclusion: investigation conducted on the concerned devices found signs of usage and also mechanical damage attributable to the zinc air battery expansion. However, the audio processor, coil, coil cable and battery frame are still electrically functional. The observed expansion was therefore most likely caused by a defective zinc air battery. This is a final report.

Manufacturer narrative:
The battery will likely not be returned due to iata restrictions. When available, a failure analysis will be submitted as a follow up report.

Event description:
The user and his family heard a loud noise. When they checked the audio processor, they noticed that the battery had burst open. The user did not have any injuries or pain. The concerned 675 zinc air battery (power one implant plus batteries) was reportedly provided with the device and was not expired. No audio processor deficiency was alleged.